Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('abdominal pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), muscle spasms ("cramps"), back pain ("back pain"), polymenorrhoea ("periods every two weeks"), mood swings ("mood swings"), rash ("rashes"), abdominal distension ("bloating"), alopecia ("hair loss") and arthralgia ("joint pain"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the abdominal pain lower, muscle spasms, back pain, polymenorrhoea, mood swings, rash, abdominal distension, alopecia and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, back pain, mood swings, muscle spasms, polymenorrhoea and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: case become incident removal details updated based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.